Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bipolar scissors would not cauterize. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection showed that the blades were in a closed position and the electrical connector still attached to the unit. Further investigation will be conducted by the OEM, gyrus. A supplemental report will be submitted when the investigation results are received from gyrus.